Event description:
This lead was explanted and replaced due to a drop in impedances and increase in thresholds. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation at approximately 6.5 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.